Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, as the device was being introduced over the guide wire, vessel access was lost. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is in-training in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions; to address the operator pulling the guide wire out of the access site and thereby losing vessel access. The customer reported that the device was discarded. The return of the device may have aided the investigation. It was reported that the physician was in-training during the procedure. Per the instructions for use (IFU, it states: backload the smc device over the guide wire until the wire exit port of the sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. The reported information indicates the guide wire was inadvertently removed prior to the device entering in to the arteriotomy. The reported loss of access prevented complete device deployment and caused a failure to achieve hemostasis with this device. In consideration of the report of the user being in-training during the procedure, the IFU also states: prior to use, the operator must review the instructions of use and be familiar with the deployment techniques associated with the use of this device. Based on the reported information, the loss of access and associated patient affects are due to operator technique and familiarity with the device during use and not a product quality deficiency. To assure that all products perform according to specification, each device is inspected during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the device lot history record and a query of the complaint handling database were not performed because the lot number was not provided and the device was not available for evaluation.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not reported. A follow up report will be submitted with all additional relevant information.